Event description:
It was reported the bottom display of the epg (external pulse generator) was defective. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the display was missing segments. It was also noted that both bail covers were broken, the keyboard window was scratched and the serial number label was torn.